Manufacturer narrative:
Mentor received additional information indicating that the patient underwent bilateral removal and replacement with ideal implants. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round spectrum 375cc and experienced deflation on the right breast implant. As a result, patient underwent removal of the implant on (B)(6) 2018.

Manufacturer narrative:
New information: on (B)(6) 2018 mentor received additional information indicating that the correct date of implantation is (B)(6) 2012 and the correct date of explantation is (B)(6) 2018. Device evaluation summary: it was reported that a 34 year old hispanic female patient underwent a primary breast augmentation with a saline mentor smooth round spectrum 375cc and experienced deflation on the right breast implant. As a result, patient underwent removal of the implant on (B)(6) 2018. The device was returned to mentor without fluid inside. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation team observed creases on both views. Leak testing was performed in accordance with mentor procedures and revealed one leak caused by a rent measuring approximately 0.1 cm, discovered within a crease on the anterior view. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The product evaluation team concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).